Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The belt was unable to complete a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation for an unrelated issue a reportable malfunction was found. The belt was unable to complete a therapy electrode recognition test.